Event description:
Reporter said she recently purchased a blood pressure machine from (B)(4) and she had a very bad experience while using the device. She takes her pressure twice a day. While taking her b/p the cuff was too tight and very painful. She complained the pain lasts days before she is relieved of it. She returned the product to (B)(4) because of the discomfort she was experiencing. She feels the manufactures should look into the product before it hurts someone.